Event description:
After an undetermined amount of intra-aortic balloon therapy, the alarms sounded and blood was noted in the tubing, the intra-aortic balloon was removed. No pt injury or further complications were reported, no further details were provided.